Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.if new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states unit has no lights on front panel.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the connector on the control panel was unplugged/loose causing the lights not to illuminate, which confirmed the original complaint issue.

Event description:
Dealer states unit has no lights on front panel.